Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for four months and four charging cycles were recorded to the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to one charging cycle. The ability of the device to deliver therapies was verified. The atrial and lv pacing outputs were within specification, while no ventricular pacing output was observed due to continuous oversensing. The impedance measurement performed with the programmer showed a right ventricular pacing impedance of > 3000 ohm. Therefore, the ICD was opened, and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that several electric components had been damaged, which led to the clinical observation. In a next step, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. Analysis excludes any internal short circuit within the ICD. Based on the observed symptoms, the damages were most probably caused by an external high voltage source, like the reported radiofrequency ablation procedure. There was no indication of a material or manufacturing problem.

Event description:
Loss of capture, increase of pacing and shock impedance as well as sensing problems were reported after rf ablation. The device was exchanged and the leads connected to the new ICD.